Event description:
It is reported that the surgeon was removing spike arm from the proximal tibia when the longest spike broke off. The piece was easily retrieved.

Manufacturer narrative:
Eval summary: because the impaction/extraction knob is slightly away from the longer spike, it is possible that off-axis impaction, resulting in a greater moment arm, may have contributed to the device failure. With the available info, a cause cannot be definitively determined. As returned, the longer of the two spike has fractured. Aside from the fractures, the instrument exhibits wear indicative of extensive use in the field. The device has a potential field ages of approximately 8 years. Device history records indicate the components were manufactured and inspected to specification.